Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient had a device that a ventricular tachycardia diagnosis which did not result in therapy. It was noted that the atrioventricular interval delta had declared the event a ventricular tachycardia event and the rep felt it was not a ventricular tachycardia event. Reprogramming changes were recommended.